Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled device upgrade. Upon interrogation and prior to the procedure, the atrial lead exhibited noise and an out of range impedance notifier was noted. The lead was capped and replaced on (B)(6) 2019. There were no adverse consequences to the patient and the patient¿s condition was stable prior, during, and after the procedure.